Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The customer took action by resetting the pump themselves, and the device was replaced.